Manufacturer narrative:
The device was received for evaluation. During functional testing, 'the second row of buttons isn't working' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The keypad will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the second row of buttons not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.